Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a remote transmission via (B)(6) that the right ventricular (rv) lead exhibited high pacing impedance. There was a clear upwards trend on the rv lead impedance since (B)(6) 2021. Upon device interrogation, it was noted that the capture threshold was elevated. It was also noted that the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.